Event description:
Cross link clamp could not move. This is 1 of 13 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This determination has been revised after information was received that the product was noticed to be defective by the affiliate in the warehouse. The available information does not reasonably suggest that the alleged malfunction of clamp could not move led to a serious injury or death. Injury or death due to the recurrence of this described event is remote. The product was not used on a patient and was not in a facility to be used. This is not an FDA reportable event. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual and performance testing of the complained clamp has shown that this article does not comply with our specifications: the set screw was mounted incorrectly. A CAPA determination has been requested. The complaint is determined to be valid. Additional pro codes: mni, mnh, kwp , kwq.